Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of blood leaking from the valve was confirmed, but the exact cause could not be determined. One 5fr dual-lumen powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The catheter had been trimmed at the 10cm depth mark and the remainder of the catheter was not returned for investigation. What appeared to be residue from the dressing was observed on the extension legs. The catheter was received with a red end cap attached to the red solo connector. A three-way stopcock was attached to the purple solo connector. A microscopic examination showed a crystalline material on the valve within the purple solo connector. A functional test revealed fluid leaking from the purple solo valve at a rate of one drop every 10 seconds. After the functional test, the purple connector was examined again. The connector was cut open and a clear crystalline material was observed in the valve. The valve would not close due to the residue in the valve. The material was not soft and pliable like the valve. The material was rigid and brittle and did not match any portion of the powerpicc device. It is possible that the residue was a factor in the reported event; however, the exact cause could not be determined and the source of the material was unknown. A review of the manufacturing records showed no evidence that the reported event was caused by the manufacturing process. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported in the intensive care unit, a PICC line on a patient had return of blood when the syringe is disconnected while the PICC line carries a non-return valve.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0633 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported in the intensive care unit, a PICC line on a patient had return of blood when the syringe is disconnected while the PICC line carries a non-return valve.